Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully . No problems were found regarding the reported needle mechanism complaint. The soft cannula was not bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while wearing a pod between 4 and 24 hours the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The cannula was visible and upon removal of the pod, the cannula was found to be bent. The patient's blood glucose (bg) values rose to 372 mg/dl. Treatment for reported issue was not provided.